Manufacturer narrative:
Occupation: other non-healthcare professional: surgical services business manager investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Visual examination confirmed a stent only was received. The tether and coil straightener are intact on the stent. The proximal coil was bent backward and severely kinked at a sideport. The kink was located 3.7cm from the end of the coil. A wire guide could not be transitioned through the kinked area. The distal coil was uniform and had no damage; the coil was wired using the wire guide. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: cautions: tether should be removed if stent is to remain indwelling longer than 14 days. Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned stent was observed to have a proximal coil that is bent backward and kinked at a sideport. The kink was measure to be 3.7cm from the end of the coil. A wire guide would not transition through the kinked area. The distal coil is uniform and has no damage and would wire without issue. A review of the device history record found no related complaints and there have been no other complaints reported for the same lot. The stents are wire during production and visually inspected in final inspection. It is possible the device was damaged after it was packaged in shipment or in storage. Based on the available evidence a cause for the stent kinking has not been established. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints.

Event description:
It was reported that prior to an unknown procedure, one end of a universa firm ureteral stent was crushed. The stent was not used and another was used to complete the procedure. It was reported the patient did not experience any adverse effects due to this occurrence.